Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: the information in the complaint file has been reviewed. Based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Therefore, the completion of a clinical investigation is not warranted at this time. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced fluid overload with edematous extremities on (B)(6) 2020 due to noncompliance and improper continuous cycling peritoneal dialysis (ccpd) therapy on the liberty select cycler at home. The patient advised the outpatient clinic that he has skipped pd treatments and discontinued the cycler prior to the end of treatment in the past (exact dates unknown). It was reported the cause of the patient¿s fluid overload was due to improper pd therapy as the patient previously demonstrated. This resulted in the patient presenting to the outpatient clinic on two separate instances (on (B)(6) 2020 and one other unknown prior date) for in-center ccpd therapy that alleviated the patient¿s fluid overload and edema. The patient was not hospitalized for this event and has recovered. It was confirmed the patient¿s fluid overload and associated symptoms were not due to a deficiency or malfunction of the liberty select cycler or any fresenius device(s) or product(s). The patient continues ccpd therapy with the same liberty select cycler at home.